Event description:
A user facility reported to olympus that no image was produced. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the reported phenomenon was not confirmed at the repair department. Water leakage caused by a puncture on the cable was confirmed. Thus, it is likely that an image was not displayed temporarily because water entered inside the device due to this. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor the field performance of this device.